Event description:
Boston scientific received information that during a routine patient follow up, it was discovered that this cardiac resynchronization therapy defibrillator (crt-d) displayed the elective replacement indicator (eri). This device has only been implanted for 15 months and no high energy shocks have been delivered. There was a concern that the battery depleted earlier than expected. Also noted was that the pacing thresholds had increased as well as noise and loss of capture with the right ventricular defibrillation lead. Additional information was received that the lead was returned to boston scientific for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The patient will have an echocardiogram performed and the device will be re-evaluated. At this time, the device remains implanted and in service. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the three terminal segment severed. Setscrew marks were noted on all three terminal pins. Resistance tests were completed on each segment to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations with the lead segments that were returned.